Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was selected following rotablator treatment for restenosis of a culotte stent extending from the left main trunk to the left anterior descending artery and left circumflex artery, specifically on the lad side. It was noted that the balloon ruptured during the first inflation at 8atm. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.